Manufacturer narrative:
(B)(4). B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun medical inc. (B)(4). The actual pump involved in the reported incident was returned to the facility for evaluation. Volumetric accuracy testing was performed three times at a rate of 20.83ml/hr and a volume to be infused (vtbi) of 46.7ml. The test results were within specifications. In addition, no physical damage was identified to the pump hardware which could have potentially caused or contributed to the reported event. The pump operational log was reviewed for the day of the reported incident, (B)(6) 2015. There was no indication the pump over infused or any malfunction of the pump occurred. Based on the results of the investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received yet for evaluation and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: over infusion. The customer reported that a new bag of nafcillin 12 grams in 500ml was hung at 5 am and when the nurse checked at 8 am all of the bag had infused. Rate on pump 20.83ml / hr.